Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the intermittent image could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/defective power supply unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center has no function. Inspection and testing of the returned device found that due to damaged printed circuit boards, there was intermittent image (including so severe noise or flicker that the endoscopic image is not visible). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found there was interfering stripes in the image which occurred with the 180 endoscope. Additionally, the device did not turn on due to power unit failure. The power supply unit was defective. Due to worn out video connector socket, the camera head and scope cable could not hold. Lastly, the battery needed to be replaced due to being older than five years. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.